Event description:
It was reported that the patient experienced inadequate pain relief, jolting sensation and discomfort in the right palm of the hand with flexion of the neck. Program optimization was attempted and was not successful. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction was suspected. Additional information was received that the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7072702, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7073499, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief, jolting sensation and discomfort in the right palm of the hand with flexion of the neck. Program optimization was attempted and was not successful. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction was suspected.